Manufacturer narrative:
.

Event description:
It was reported that a pt had surgery to remove a fatal scalp electrode that had been left in the mother approx 2 years after child birth. During labor, there was difficulty obtaining a reading from the first electrode placed on the baby. Another electrode was placed on the baby and readings were obtained. During labor, it was determined that a c-section was needed at which time one of the electrodes was removed. The second electrode was not removed from the mother. There was no injury to the mother or the baby at the time of delivery. The mother experienced no injury or symptoms while the electrode was retained inside her. Upon detection of the retained electrode, the mother had surgery to have it removed. It was not reported how the remaining electrode was found. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.